Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A functional check with a mating broach found the complaint unconfirmed. The handle did not appear loose when attached to a mating broach. The date code j0605 indicates the handle was manufactured in june of 2005 and is almost 10 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The broach handle is loose when attaching to broach.